Manufacturer narrative:
Device evaluation: result - the customer returned 2 shelf packs for evaluation. Thirty customer returned samples were evaluated for defective locking of the safety shields. Each of the thirty samples was hand activated to evaluate defective locking of the safety shield. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. A review of the device history record was completed for the reported lot 6106704. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified.

Manufacturer narrative:
Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after completion of venipuncture, the clinician went to close the safety feature of the suspect device and noticed it had broken off. The clinician reflexively dropped the device but ended up stabbing themselves in the lower right abdomen. The clinician had post-exposure lab work but it is unknown if prophylactic medications were provided. The source patient had post-exposure lab work and tested (B)(6).